Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a fulkerson osteotomy, when the surgeon was placing the screws, the tips of the ar-8750-03 twisted off on were stuck onto the screw, this issue occurred twice during the procedure. Both fragments were removed from the patient. No patient harm reported.